Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that a dissection occurred as a result of arterial sheath insertion. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. It was reported that the patient anatomy was tortuous at the access site and during insertion of the arterial sheath of the nps, a dissection occurred. The physician elected to abort the tcar procedure and placed a surgical patch to fix the dissection.

Event description:
It was reported that a dissection occurred as a result of arterial sheath insertion. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. It was reported that the patient anatomy was tortuous at the access site and during insertion of the arterial sheath of the nps, a dissection occurred. The physician elected to abort the tcar procedure and placed a surgical patch to fix the dissection.